Event description:
It was reported that prior to an unknown procedure, error code 3: handpiece. Not noted how case was completed. No pt consequence.

Manufacturer narrative:
Info was not provided by the affiliate. Results: torn isolator and moisture ingress. The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.